Manufacturer narrative:
Patient information is not available for reporting. (Other): partial UDI number: (B)(4) lot unknown. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the handle of a cable tensioner failed and broke during an unknown surgical procedure on (B)(6) 2016. The broken fragment was successfully retrieved and the procedure was completed without delay. No information as to the patient's post-operative condition was provided. This report is 1 of 1 for (B)(4).